Manufacturer narrative:
The customer's meter was received for investigation. The meter would not power on. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board and battery contacts were contaminated with liquid from a leaking battery. The root cause is determined to be contamination of the circuit board and contacts due to improper handling or maintenance by the customer. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
The meter was requested for investigation.

Event description:
The initial reporter had an issue with the meter display on a coaguchek xs meter. The reporter stated the meter display was faint so they changed batteries and now the meter will not power on. The reporter clean the battery contacts, inserted new batteries, and the meter still will not power on. The battery compartment is clean and dry and the heater plate is clean.